Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, restenosis of the stented artery). No results available since no evaluation performed (device or procedural images not available). Conclusions: known inherent risk of procedure (mi, restenosis of the stented artery). Unable to confirm complaint (device or procedural images not available).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the mid rca. Approximately 46 months post index procedure the patient was hospitalized due to myocardial infarction, based on a rise in cardiac biomarkers and anginal symptoms. The angiogram showed re-stenosis in stents in the mid and distal rca. There was an attempt of dilatation, however, without success. Patient was discharged home 8 days later. The patient was not on dual antiplatelet therapy at the time of the event. The investigator assessed that there was a high probability the event was related to the device. No other clinical sequelae were reported.